Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had software error detected. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they performed self test issue occurred again. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 53 alarm found in the pump history due to software error. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.